Event description:
Pt with squamous cell carcinoma at the distal esophagus was implanted with esophageal wallstent. Pt was able to eat solid food. Pt underwent radiation/chemo therapies. Pt developed dysphagia and x-rays revealed stent in stomach. Pt refused surgery to remove stent. Physician instead used a split over-tube and a snare to remove the stent successfully from the stomach. Physician stated that he observed a gross reduction in the tumor and believed that the tumor's reduction led to the ability of the stent to migrate. There did not appear to be any damage to the gastric or esophageal mucosa. Pt tolerated procedure well.